Manufacturer narrative:
The instrument was evaluated and 1 jaw was broken off and the shaft is bent. Possible cause was stress overload, but we cannot confirm.

Event description:
Allegedly, the doctor was performing a lap appendectomy when a jaw broke off instrument into patient. They used a c-arm to locate the broken piece and the doctor removed it. There was a 30 minute delay which caused no injury to the patient. He went on to complete procedure. The hospital reports there was no injury to the patient.